Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer failed to initialize the five volt current functional test. The analyzer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. The analyzer was returned for evaluation as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.